Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): reason for surgery: pelvic organ prolapse and mixed urinary incontinence. Concurrent procedures: uterosacral ligament colposuspension, anterior vaginal repair, mid-urethral sling, cystourethroscopy, vulvar biopsy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient died. No additional information was provided.